Manufacturer narrative:
An event of regurgitation was reported. The sutures were observed on the ring. No damage or anomalies were observed with the ring when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - impact code: code 4624 removed

Event description:
It was reported that on 23 october 2023, a 26mm seguin annuloplasty ring was selected for an implant. During saline test the physician found the repair was not adequate as there was severe mitral regurgitation grade-4. He explanted the ring and replaced with a non-abbott mitral valve. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.